Event description:
The customer reported that the unit was giving error code messages of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed and machine and proximal pressure sensors failed. The customer reported there was no patient involvement.